Manufacturer narrative:
Lens was returned wrapped in a gauze. Visual inspection found that a haptic was torn.no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -15.50/3.0/085 (sphere/cylinder/axis), implantable collamer lens tore/broke when it was inserted. There was patient contact but no injury. The lens was removed and replaced with a backup lens during initial surgery. This replacement resolved the problem. In the reporters opinion the cause of this event was due to user error/loading issue.